Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The top case was cracked / chipped by the left and right bottom corner. No visible contamination. Error history log review found a watchdog failure . The root cause of the reported issue was found to be the watchdog alarm was caused by the main board. Actions were taken to mitigate the reported issue: replaced main board. Power up process and all the functional tests passed.

Event description:
It was reported that the pump had a watchdog failure. No patient injury was reported.